Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located behind the display and inside the battery compartment, which was noticed after the patient went swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: during investigation, moisture was observed on the display and in the battery compartment. The pump was powered on and the display was found to be blank. A leak test was performed and a leak was identified at the display lens. The pump cover was opened and moisture corrosion was found on the display connector, display flex cable and printed circuit board.